Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified. Tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b6, d.9., h.3., h.6.

Event description:
Healthcare professional reported rupture and "shape of the breast was bumpy". This record is for right side. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and "shape of the breast was bumpy". This record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture and "shape of the breast was bumpy". This record is for right side. Device has been explanted.